Manufacturer narrative:
Investigation results of shaft broken. A visual examination revealed that the shaft was severely stretched and bunched at various locations along its length. A break was noted in the shaft towards the proximal end of the device and the shaft was severely stretched at the break site. It was not possible to functionally test the device for guidewire movement as the shaft was severely stretched and damaged. A probable root cause of operational context has been assigned to this complaint event as it was noted that the condition of the returned device is consistent with excessive tensile forces having been applied to the device. It was most likely due to anatomical/procedural factors encountered during the procedure the performance of the device was limited.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2014-02474 addresses the maxforce balloon, while manufacturer report # 3005099803-2014-02394 references the jagwire guidewire. It was reported to boston scientific corporation that a maxforce biliary dilatation balloon and a jagwire guidewire were used during a procedure. According to the complainant, during the procedure, a resistance was noted while passing the balloon over the guidewire. Reportedly, they removed the balloon and the guidewire, and noted that the distal tip of the guidewire was peeled while the catheter was noted to have kinks. No information was given on how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results of the guidewire revealed on(B)(4) 2014 that the hydrophilic tip detached exposing the corewire tip. Investigation results of the balloon revealed on (B)(4) 2014 that the shaft to be broken.